Event description:
The report is from the study. The patient was a female, and a history of hyperlipidemia, copd, smoking, myocardial infarction, and coronary artery disease. The target lesion was the ostium of the right internal carotid. The lesion was 80% stenosed, 20mm in length and 9mm in diameter. The lesion was mildly calcified, eccentric and ulcerated. The lesion was pre-dilated. Three precise pro rx 9 x 40 stents were implanted in the target lesion. An angioguard rx size 6 basket was successfully deployed and retrieved during the procedure. The patient had no neurological deficit when she left the angiography suite. The patient was discharged the following day. The patient passed away 4 months post-procedure (2008). No further information is available.

Manufacturer narrative:
This is one of three products involved with the reported event. The associated manufacturer report number(s) are 9616099-2009-01368 and 9616099-2009-01369. A review of the manufacturing documentation associated with these lots presented no issues during the manufacturing process that can be related to the reported complaint. Death is a known potential adverse event associated with the carotid stent implantation procedure and is listed in the IFU (instructions for use) as such. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. Review of the available information does not allow for an exact determination of causal factors; however, the patient had multiple medical conditions that may have contributed to the reported death.